Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage(kitchen). Test strip UDI# (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all the results obtained. The expected fasting blood glucose test result range is 120 to 150 mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 10/24/2019 and open vial date is approximately one week ago. The meter memory was reviewed for previous test result history: (date/time not stored correctly): (B)(6). Customer is concerned about back to back test and states results of 243 mg/dl and 265 mg/dl fasting are too high. Customer is also concerned with back to back test of 261 mg/dl and 245 mg/dl fasting and states they are too high. Customer is not aware of her a1c.